Event description:
The manufacturer received information alleging oxygen concentration was back to 21% even after changing it. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the reported issue was confirmed. Issue believed to be caused by a software issue. Putting the device into sleep mode will reset the device, which will resolve the issue and the device will be usable.